Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they visited the emergency room on (B)(6) 2020 due to low blood glucose and seizures. The customer's blood glucose when admitted to the emergency room was 60 mg/dl. The customer stated their husband saw them having a low and gave sugar and shot of glucagon. The customer's blood glucose was at 58, 66, 108, 106 mg/dl at the time of the call. The customer stated they have been experiencing low blood glucose since (B)(6) 2019. The customer stated their doctor has checked the settings and made adjustments but is still having the lows. Troubleshooting was completed based on customer alleging possible pump over delivery. The customer also mentioned emergency medical services being dispatched on (B)(6) 2020. The insulin pump will be returned for analysis.